Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 482 mg/dl. Customer also had blood glucose level of 374 mg/dl. The sensor was not reading due to lack of calibration. The insulin pump will not be returned for analysis